Event description:
It was reported that near a week after being delivering nwpt the renasys go pump did not work properly on the patient. The blockage/canister full alarm was triggered. A back-up device was available but therapy was switched to a competitor's pump. No patient harm reported.